Manufacturer narrative:
The reported event is being contributed to stress and eventual fatigue in the material of the upper plate of the elevator inner tube. Reports received are end-user is known to be an aggressive user of their equipment as well as remaining in the device's seating during transport in a vehicle. It is believed these external forces, over time, contributed to the stress and eventual fatigue of the material on the upper plate. Affected component is being returned to parent company for material analysis in attempts to determine root cause. A follow-up MDR will be submitted upon receipt for findings . The DHR was reviewed and unit built according to specification.

Event description:
Received report from service provider that during maintenance on the end-users device, it was noted that a crack had formed around the weld that attaches the upper plate to the inner tube of the elevator assembly. This upper plate is the securing point of the seating system to the elevator. It was noted that the seating had remained secured to the plate and a complete separation had not occured. It was also reported that no injuries were sustained as a result of this reported event. Dealer reports end-user is known for being a "tough" user of their equipment.